Event description:
During training performed by zoll's technical service department, the device displayed message codes "pacer fault 121", "pacer fault 122", "pacer fault 123", "pacer fault 126", "ECG lead off", "ECG fault 4", and "defib fault 72". There was no patient involvement in the reported failure.